Event description:
It was reported that post an unspecified stenting treatment procedure restenosis occurred. An unk size wallstent was implanted in the left subclavian artery. An unspecified time later restenosis occurred. The lesion was 90% stenosed without calcification and was moderately tortuous. The physician attempted to treat the restenosis with a symmetry 2.0-2/4t/90 balloon. The first inflation was to 10 atmospheres, second was to 12 atmospheres, third inflation was to 12 atmospheres. On the fourth inflation the balloon was inflated to 13 atmospheres and ruptured. The procedure was completed with this device. Additional info has been requested. The balloon ruptured referenced will be reported on the 3rd quarter alternative summary report from boston scientific.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for this particular batch of devices that was used in the procedure is not possible as the batch number is unk. The most probable root cause classification is considered anticipated procedural complication due to the fact that the complaint is associated with a known physiological effect of the procedure noted within the directions for use.